Manufacturer narrative:
One dpt ¿ vamp flex kit was received. The examination revealed that both the arterial and cvp dpts zeroed and sensed pressure accurately on the pressure monitor. The reading was stable. The electrical testing showed that the dpt electronic components were intact because both the input and output impedances were within specifications. However, there was green corrosion that was detected from both the dpt cable connectors. The corrosion occurred at the majority of the contact plates of both the cable connectors. This green corrosion suggested that moisture had gotten onto the connector pins. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The reported event of inaccurate pressure reading was not able to be replicated in the lab. There is no indication of a manufacturing defect that was noted during the analysis. No actions will be taken at this time.

Event description:
Pt was noted to be on vasopressors. A discrepancy was noted between the arterial blood pressure 97/79, and the nibp blood pressure 70/30. Customer stated that the dpt was zeroed properly and in the correct position. Arterial waveform was present. Dpt was consequently changed out. No patient injury was reported. No further clinical information is available at this time.